Event description:
It was reported that the patient had an artificial urinary sphincter cuff explanted and replaced due to unspecified reasons. The physician noted that the cuff was functioning but that it was not forming a seal. No further patient complications were reported in relation to this event. Further information was requested and not yet received.